Event description:
Reports incident of a leak in the arterial bloodline tubing. Blood volume in the arterial line was discarded resulting in ebl=83 ml. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The complaint sample was discarded at the time of the incident.